Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device was requested for return but was unavailable.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The result from the meter was 2.5 inr and the result from the laboratory within 7 hours was 4.4 inr. There was no adverse event. The laboratory result was believed to be correct. The customer's condition was "stable". The customer was not anemic, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, and no new medications. The customer has had no changes in diet and no bleeding. The customer's therapeutic range was 2.0 - 3.0 inr. The meter had not been cleaned. The device was requested to be returned for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The retention test strips were measured with the returned meter with liquid qc of a high level. Qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.